Event description:
Smiths medical reported leakage through the cuff was found after in use for two days. It is not known if the unit was pretested per the instructions for use. Event occurred at hospital in another country.

Manufacturer narrative:
Results evaluation: investigation: evaluation of the returned complaint event samples confirmed the customer observation of leakage from the cuff. It was visually apparent, without inflation testing, that a tear of approximately 30mm was present. A review of our complaints history confirmed there have been complaints of this nature on this product code. Though there have been complaints for cuff deflation in use, on this product code during the past five years, these are historical and do not indicate a systematic failure during manufacture, especially when compared with sales annually. A further review of manufacturing records confirmed the presence of an inflation check carried out on 100% of this product line prior to packaging. A batch review was not possible as no lot number was provided. Root cause: it is unclear whether the device was tested prior to use in accordance with the product instruction leaflet, however as all tracheal tubes are tested as above prior to packaging, and based upon the damage found, we feel the most likely cause for this incident is that the cuff ruptured following contact with patient anatomy. Though these products are design to be as robust as functionally possible, puncture of the tube cuff on the patient's anatomy can be experienced and is an inherent risk when using any tracheal product. This report has been logged for trending.